Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker's battery indicator displayed different measurements before and after device interrogation. Boston scientific technical services (ts) discussed the estimated longevity when using the programmer. Attempts to obtain additional pertinent information were unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.